Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 307 mg/dl. The customer addressed their bg with a correction bolus.